Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the auto completion plan is generated with the wrong dose.

Manufacturer narrative:
H2 updated. H11 updated: due to an administrative error the above statement "elekta performed a risk assessment which concluded a severity of non-serious and probability of occasional which is considered low risk." The probability was not "occasional" and should have read "remote". The outcome of "low risk" remains the same. A product bulletin (382-05-mon-061 - monaco for unity - auto completion plan with unexpected results) was released and sent to the customer on (B)(6) 2025.

Manufacturer narrative:
H2 updated. H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the auto completion plan is generated with the wrong dose. The investigation found that the adapted completion plan can have a result that is different than expected. 1. If a beam is interrupted during the delivery of the first segment of a beam and an auto completion plan is generated there are two options: a. If the interrupt occurs after the beam is totally delivered then the dose does not have to be recalculated as the remaining beam level doses remain valid in monaco and can be used to show the correct remaining dose that needs to be delivered. B. If the interrupt occurs in the middle of a beam being delivered then monaco will need to remove the portion of the beam that was delivered and recalculate the dose. 2. In monaco 6.2.0 and earlier versions if the interrupt occurred during the first segment of a beam, then monaco will erroneously display the completion plan dose without being recalculated to account for the fact that some mu have already been delivered. However, the mu will be removed from the completion plan. 3. If the completion plan is delivered the dose will match the originally intended dose. 4. However, if a completion plan is adapted and optimized using either adapt weights and/or shapes, then the erroneous displayed dose from step 2 above is used as the goal dose. So the adapted completion plan will be incorrect because it would be redelivering the dose from the partially delivered segment. There was no patient mistreatment. The investigation found that there was an application programme problem dose calculation error caused by defect in the software design in monaco versions 6.2.0 and earlier. Elekta performed a risk assessment which concluded a severity of non-serious and probability of occasional which is considered low risk. The issue has been fixed in monaco version 6.2.1 and was released in september 2023.